Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that pump was turning off without a command. Customer's current blood glucose level was 372 mg/dl. Customer's other blood glucose level was 455 mg/dl and 450 mg/dl. Customer was treated with insulin pump. Customer did not received low battery prior to off no power. Customer stated that the battery cap was not loosed, cracked or damaged. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).